Event description:
It was reported that the patient was implanted and during implant the controller lost all communication to the system monitor and yellow wrench alarm occurred with an intermittent beep. The system monitor was turned off and on to reboot with no resolution. The affected controller was removed from the sterile field and a new controller was obtained and connected with no issue. A different power module/system monitor patient cable was obtained. During inspection of the affected controller, the black and white connectors appeared to be unusually loose.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of ¿lost all communication to system monitor and a yellow wrench alarm¿ was confirmed with the evaluation of the returned system controller (serial # (B)(6)). While connected to laboratory equipment, there was a loss of communication and the ¿not receiving data¿ message displayed on the test system monitor. A ¿call hospital contact, comm fault¿ visual message and a yellow wrench alarm was active on the system controller. It was observed that the controller fault alarm would clear, and the communication was reestablished to the test system monitor without any interaction. This unexpected behavior would repeat. The system controller was disassembled for further evaluation. Electrical measurements of the communication pathways and components were unremarkable. The system controller was reassembled, and the communication issue could not be reproduced thereafter. The device passed the functional test procedure and operated extensively on a mock circulatory loop without any notable event captured in the history event screen. The log file retrieved from the device captured controller fault alarm events relating to communication fault codes consistent with the evaluation. A root cause of the communication issue could not be determined during the evaluation. Also, the reported event of the ¿black and white connectors appeared to be unusually loose¿ could not be confirmed. Visual inspection of the power cables was unremarkable. The power cables mated to laboratory equipment without any issue. Electrical testing of the power cables did not reveal any shorted condition. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 28feb2022. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.